Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) via a manufacturer representative. It was reported that the patient had muscle pulling pain in the upper back when using the ins for the last year. An impedance check was performed and all contacts on the 8 ¿ 15 lead except 12 and 14 had high impedances. The stimulation was reprogrammed by the manufacturer representative and the issue was resolved. No further complications are anticipated.